Event description:
It was reported that the slingshot bottom jaw broke while passing suture through capsule. The broken piece was left inside the patients capsule.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.the device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device breaking probable root cause: application - user technique related factors - difficult anatomy, extremely tough soft tissue the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the slingshot bottom jaw broke while passing suture through capsule.the broken piece was left inside the patients capsule.